Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, instability, elevated metal ion levels and metallosis. Review of the invoice history shows the head was removed and replaced with biomet product and the cup was removed and replaced with competitor product. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient operative notes indicate reason for revision was pain and elevated metal ion levels. Operative notes report thickening of the capsule; cloudy, inflammatory-appearing fluid; and blackened, stained synovium, consistent with metallosis reaction. Metallic corrosion on the femoral neck trunnion was also observed. Operative notes report the metal liner, cup, and head were removed and all replaced with competitor products.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-03408 / 03410).

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, dysfunction, loss of range of motion, instability, elevated metal ion levels and metallosis. The head was removed and replaced with biomet product and the cup was removed and replaced with competitor product. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.